Manufacturer narrative:
B5 in initial report should not include embolism and h6 health effect, clinical code should be "4582 no clinical signs, symptoms or conditions".

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), fluoroscopy revealed that the lp exhibited a dislodgement post tether mode. It was then noted that the helix stretched. The device was not used, and a new leadless pacemaker was implanted. There were no patient consequences.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while attempting to implant the ventricular leadless pacemaker (lp), fluoroscopy revealed that the lp exhibited a dislodgement post tether mode and embolized. It was then noted that the helix stretched. The device was not used, and a new leadless pacemaker was implanted. There were no patient consequences.